Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure (exact date unknown). Access was obtained at the common femoral artery. A pre-procedural femoral angiogram showed no presence of calcification. Post procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. It was reported that when the physician attempted to deflate the balloon in order to remove it, the balloon would not deflate. A vascular surgeon was called in and used an access needle to deflate the balloon. The patient was converted to manual compression where successful hemostasis was achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Based on the information provided and the condition of the returned device, the reported failure to deflate could not be confirmed. The returned device was visually inspected and based on the investigation performed, the cause of the reported event could not be determined. The review of the lhr (lot f1031601) indicated that the mynx device met all established performance criteria prior to shipment.